Manufacturer narrative:
Results: bd received one open 3ml packaged safety glide combo syringe and confirmed to be from batch #6062973. The sample was visually evaluated. The syringe was found to have an incomplete stopper. The incomplete stopper was rounded at the edges which did not allow for a proper seal between the stopper and the barrel. Bd (B)(4) was able to confirm the customer's indicated failure mode. DHR review for batch 6062973: manufacturing dates: 03/12/2016 to 3/14/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6062973 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: unable to determine a root cause. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with bd safetyglide¿ safety needle slid easily without any pressure. When injecting the vaccine some went to the client and some got trapped under the plunger and leaked back down the inside of the barrel. Unknown amount was given to the patient during use. Medical intervention caused re-dosing and administering of the vaccine to give the full amount.